Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the or for device changeout. Decreased high voltage lead impedance was observed. Noise was noted. The lead was capped and replaced.